Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. The physician advanced the 2.0mm x 12mm apex balloon catheter. On the first inflation the balloon was partially inflated to 12atms and ruptured. The device was removed from the patient intact and replaced with a 2.5mm x 8mm quantum maverick balloon catheter. A 3.0mm x 12mm promus stent was then implanted in the mid lad. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. The physician advanced the 2.0mm x 12mm apex balloon catheter. On the first inflation the balloon was partially inflated to 12atms and ruptured. The device was removed from the patient intact and replaced with a 2.5mm x 8mm quantum maverick balloon catheter. A 3.0mm x 12mm promus stent was then implanted in the mid lad. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device lot number initially reported was 12542055 and the correct lot number is 0012499322. Device expiration date initially reported was 24-sept-2010 and the correct expiration date is 24-march-2012. Device manufactured date initially reported was 11-may-2009 and the correct manufacturer date is 26-march-2009. (B)(4).